Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Xpo unit is shutting down intermittently, traveling from (B)(6) to (B)(6), no error codes.